Event description:
The pt was reportedly experiencing intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the pt's device was functioning. The pt's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
External visual inspection of the device revealed that the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This prevented several of the electrical test performed. The device failed the mechanical test performed. The failure of this device is attributed to excessive moisture through a gross leak at the case-band braze. This ultimately caused this device to cease functioning. This older device configuration is not currently manufactured. This is the final report.